Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and visual inspection. The results of the analysis indicate that the speaker produced muffled sound. It was also noted that the mainboard showed visible signs of damage. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a failure of the main board and speaker assembly. The issue was resolved by replacing the main board and speaker assembly. After repair, functional and electrical safety tests confirmed the device was operating correctly. The product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating the equipment has a speaker failure. The device was in use on a patient at time of event, there was no adverse event reported. Additional information was requested to ascertain if the speaker produced sound or not; however, the only additional information provided is that the speaker sounds different and may stop working at some point.